Event description:
It was reported the generator did not display error code numbers 3 and 5. No further info provided. No pt involvement.

Manufacturer narrative:
The unit was returned to the analysis site due to it was reported the generator arrived at the repair center with the following problem: no displayed numbers 3 and 5. The analysis site confirmed the customer complaint and per the service manual performed calibration and tests and found the main pcb was causing the unit to boot up with a blank display, confirming customer complaint. The site replaced the main pcb to correct the customer complaint.